Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the rubber casing on the tip of her olympus visera cysto-nephro videoscope had completely come off, exposing the raw metal. According to the initial reporter, this event occurred during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d9, e2, e3, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of bending section rubbing casing falling off was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter who confirmed the bending section rubbing casing falling off was discovered during preparation for use for a diagnostic procedure. The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event, as the patient was not in the room.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found that a leak test was unable to be completed due to the missing bending section cover. The bending section cover adhesive was peeling and the plastic distal end cover was damaged. Based on the results of the investigation, it¿s likely the bending section cover was detached due to stress or user handling. However, a final root cause was unable to be determined. Olympus will continue to monitor field performance for this device.